Event description:
As reported, during preparation when flushing the absolute pro ll 8 x 60 x 135 before use, it was noted that the stylet had not been removed at the tip. The stylet was intended to be removed but the stent deployed 1 cm while the handle was still in the locked position. This device was not used on the patient. Another unit was used successfully to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute pro self expanding stent system (sess) noted blood on the handle, consistent with handling. There was saline in the shaft. As reported, the distal end of the stent implant was partially expanded and extending past the distal outer sheath for a length of 2 cm. The proximal end of the stent implant was located 1.6 cm distal to the proximal band. There was no other damage noted to the stent implant. There was a kink in the shaft and distal outer sheath 1mm distal to the proximal band, possibly due to handling after the stent moved distally. There was no other damage noted to the sess. The distal outer sheath was not retracted. The handle was in the locked position. The handle was opened to reveal the rack had not retracted and was in the distal end of the handle. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the sess or incorrect removal technique. Based on the returned device with the handle in the locked position and actual device functioning, the only likely cause for premature deployment appears to be that the tip of the catheter was inadvertently grasped and pulled during removal of the stylet. It appears that the stylet was not removed per instruction for use (IFU). The IFU provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually.